Event description:
Vns pt underwent vns therapy system replacement surgery due to lead discontinuity. It was reported that the lead discontinuity was discovered during a `routine vns check,' presumably as a result of high lead impedance test result from device diagnostic testing. Additionally, the pt had reportedly experienced a minor increase in seizure activity prior to vns therapy system replacement surgery. Review of x-rays by treating physician reportedly revealed that the lead connector pin had become disconnected from the generator connector block. The pt is diagnosed with aicardi syndrome and treating physician indicated that it is unknown whether this condition was a contributing factor to the generator/lead disconnection issue.

Event description:
The lead was returned and analyzed. Product analysis summary: the reported lead discontinuity was duplicated. The condition of the returned portion of the lead is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence of a proper mechanical and electrical connection as expected. A coil break was observed on the lead coils at the end of the electrode bifurcation. Due to metal dissolution and mechanical distortion the fracture mechanism cannot be ascertained. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. The physician had previously reported seeing a lead pin/generator connector issue. The connector issue was not observed in analysis. The cause of the lead break is unknown. Possible lead break causes include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) twisting of the lead; 4) violent seizure; or 5) physical injury/accident.